Event description:
It was reported that the patient presented for a routine generator change out procedure. During the procedure, the pacemaker's atrial set screw could not be engaged with the wrench. Some sort of hard build up was noted on the set screw slot. The atrial lead could not be separated so it was cut and capped on (B)(6) 2025. The device and lead were then successfully replaced. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 - "(B)(6) 2025" should have been included in the initial b5. Section e1 - reporter establishment name should have been "tyler cardiac & endovascular center" instead of "tcec" and reporter address line 1 should have been "1769 troup highway" instead of "1783 troup way".

Event description:
It was reported that the patient presented for a routine generator change out procedure. During the procedure, the pacemaker's atrial set screw could not be engaged with the wrench. Some sort of hard build up was noted on the set screw slot. The atrial lead could not be separated so it was cut and capped. The device and lead were then successfully replaced. There were no patient consequences.